Event description:
The patient came in reporting anterior knee pain and the cause is unknown. The surgeon revised the insert and the patella 3 years and 3 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 09 february 2022 lot 171080: (B)(4) items manufactured and released on 12-apr-2017. Expiration date: 2022-03-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2018. Other device involved: batch review performed on 09 february 2022. Gmk-sphere 02.07.0034rp patella resurfacing size 2 (k090988) lot 182019: (B)(4) items manufactured and released on 26-jun-2018. Expiration date: 2023-06-07. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.